Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result which questioned by the physician on multiple patients. The result provided were: patient 1: female initial=1454 pg/ml /1:2 dilution=1776 pg/ml /siemens=positive /beckman=negative additional information provided ck=5068 and 3572 (reference range=24 to 170). Patient 2: female initial=66 pg/ml /1:2 dilution=62.4 and 63 pg/ml. Patient 3: male initial=69 pg/ml /1:2 dilution=74.6 pg/ml /siemens=negative. There were no abnormalities found in the electrocardiograms and echocardiograms of those three patients. Laboratory reference range for troponin female=< 16 pg/ml; male= <34 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing for architect stat highly sensitive troponin-I reagent lot 65120ud01. A review of tracking and trending data did not identify any related trends for the product for the issue. The ticket search determined that there is as expected complaint activity for the likely cause lot. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of complaint lot. All specifications were met indicating that lots 65120ud01 is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat highly sensitive troponin-I reagent lot 65120ud01.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result which questioned by the physician on multiple patients. The result provided were: patient 1: female initial=1454 pg/ml /1:2 dilution=1776 pg/ml /siemens=positive /beckman=negative. Additional information provided ck=5068 and 3572 (reference range=24 to 170). Patient 2: female initial=66 pg/ml /1:2 dilution=62.4 and 63 pg/ml. Patient 3: male initial=69 pg/ml /1:2 dilution=74.6 pg/ml /siemens=negative. There were no abnormalities found in the electrocardiograms and echocardiograms of those three patients. Laboratory reference range for troponin female=< 16 pg/ml; male= <34 pg/ml there was no reported impact to patient management.